Event description:
The customer reported inaccurate readings on capnography co2. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other text: the returned device was evaluated. External visual inspection found no damage or defects. The device was able to power on and obtain readings. The device alarmed audibly and visually under alarm conditions. The capnography module was removed for accuracy testing. The module was connected to the test software and no errors or failures were observed. When no gas mixture is applied and no breaths are present the module measured outside the accuracy specification. A zero calibration was performed and the device now measured within the accuracy specification. Incorrect gas span calibration zeroing resulted in measurements outside the accuracy specification. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported inaccurate readings on capnography co2. No patient impact or consequences were reported.